Event description:
Arjo representative was notified about an event involving passive lift, from the company (B)(6), and arjo sling, maa2040m-m. The patient was transferred from a bed to a wheelchair. When a patient was raised above the bed and then caregiver turned the patient to made the transfer to the wheelchair. Patient moved her leg and the clip of the right leg came loose. She slipped out of the sling and fell on the floor. Patient reported pain in her knee. After 10 minutes patient had a seizure and was taken to the hospital. After 1.5 hours, patient passed away. The results of CT scan showed a brain haemorrhage.